Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit's swivel sleeve was incorrectly installed. The nylon washer and retaining ring are worn. Gp components were replaced in accordance with periodic maintenance activities. General maintenance and cleaning were required. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1018 mayfield swivel adaptor determined that the received swivel sleeve was installed incorrectly.